Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture", "silicone along the surface," "there's a piercing," "prosthesis was completely damaged" and "the gel was free in the denture sheath". Device was explanted.

Event description:
Healthcare professional reported "rupture", "silicone along the surface" and "there's a piercing" confirmed via mammogram. Later healthcare professional reported "prosthesis was completely damaged" and "the gel was free in the denture sheath". This record is for the right side. Device was explanted and replaced with another manufacturer´s device. Device was returned.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed broken device assessed as surgical impact opening and a missing piece of shell assessed as inconclusive. As per the investigation procedure creases and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.